Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 410 mg/dl. It was unknown that customer had experienced any symptom at the time of high blood glucose level. It was found that auto mode feature was active at time of high blood glucose incident. Customer declined to troubleshoot for high blood glucose level. Customer stated that sensor was asking for calibration. The customer was not able to calibrate because blood glucose was very high. The insulin pump will not be returned for analysis.